Event description:
During an endoscopy procedure, a cook savary-gilliard wire guide was used. When the wire guide was introduced into the endoscope, the tip broke. This was observed with three (3) devices. See mdrs 1037905-2012-00525, 1037905-2012-00526, and 1037905-2012-00527. Several attempts were made in an effort to collect additional information regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. The coil spring tip was kinked approximately 5.5 cm from the distal end where the coil spring attaches to the core wire. The coil spring was still attached and no separation was noticed. No other defects were observed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The intended use listed in the instructions for use indicates this device is used to introduce the savary-gilliard dilator. If the wire guide received excessive pressure in response to resistance due to a severe stricture, this could have contributed to kinking of the wire guide. Prior to distribution, all savary-gilliard wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.